Event description:
The customer reported that the tip of the subject device does not bend. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. During the inspection and testing of the returned device, service found the adhesive around the objective lens was peeled off. This report is being submitted for the malfunction found by service during the evaluation of the device (adhesive peeled off). Additional details have been requested regarding the reported event.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the adhesive part of the objective lens was likely peeled off due to stress applied to the device during usage, external factors, or handling of the device. However, a definitive root cause could not be determined. In addition, service found the angle wire was broken, which likely caused the customer¿s reported issue that the tip does not bend. Adhesive on the bending section cover was missing. The control section, grip, angle lever, universal cord, video cable, light guide connector, and light guide cover lens, demonstrated scratches caused by external factors. Per the legal manufacturer, these other issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
(B)(4).